Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified transmitter error message occurred. The product was evaluated. An external visual inspection was performed and no damaged. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Data log analysis was performed and failed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.